Event description:
Procedure type: lap colon. Pt gender: unk. According to the reporter: when the device was fired only half of the staples dispensed. A small part of the tissue was excised and a new instrument was used to complete the procedure. Surgery time was not extended by more than thirty minutes, and no tissue damage reported.